Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 16 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid-section stent strut row, with stent struts lifted from their crimped stent position. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 106.5 cm distal to the distal end of the strain relief. This type of damage most likely occurred post procedure due to handling and is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left coronary artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent structs were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left coronary artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.